Manufacturer narrative:
Follow-up # 1 ¿ (07/24/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014, the lay-user/reporter contacted lifescan (lfs) on behalf of the patient, alleging the onetouch ping meter is giving an error 1 message. This complaint was classified based on the customer care advocate (cca) documentation. The error 1 issue began on (B)(6), 2014 at 9:45 pm. The patient reportedly did not manage her diabetes based on the subject meter at the time of concern. Within an hour, the patient developed symptom described as ¿sweaty.¿ there was no report of any required medical intervention. The error 1 issue was not resolved during troubleshooting. This complaint is being reported because the patient had symptom suggestive of hypoglycemia 1 hour after the error 1 issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.